Manufacturer narrative:
Concomitant medical products: 4968-35 lead, implanted: (B)(6) 2012.

Event description:
It was reported that there were high thresholds. When pacing amplitude was increased, the patient felt "thumping" in the chest, along with experiencing phrenic nerve and diaphragmatic stimulation. The lv (left ventricular) lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Evaluation summary: the full lead was returned and analyzed. No anomalies were found.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.